Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the "final incision button" of a 6f exoseal vascular closure device (vcd) was damaged and could not be used successfully. There was no reported patient injury. The anterior suture steps were completed. Femoral artery was punctured for percutaneous coronary intervention (pci) and a blocker was used for hemostasis after the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was removed too quickly after the deployment button was pressed. There was no reported patient injury. The user thinks the cause of the incident was considered to be related to the patient's high blood pressure and the plug was removed too quickly. Femoral artery was punctured for percutaneous coronary intervention (pci) and a blocker was used for hemostasis after the procedure. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18379952 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and due to the nature of the complaint, the reported customer complaint " plug inaccurate placement" could not be evaluated. With the information provided and without the return of the device, the cause of the reported event could not be determined since patient related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. The instructions for use (IFU) instructs the user that approximately 1-2 seconds after depressing the deployment button, retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was removed too quickly after the deployment button was pressed. There was no reported patient injury. The user thinks the cause of the incident was considered to be related to the patient's high blood pressure and the plug was removed too quickly. Femoral artery was punctured for percutaneous coronary intervention (pci) and a blocker was used for hemostasis after the procedure. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.